Manufacturer narrative:
(B)(4). Model and lot #) igtcfs-65-1-uni-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the (B)(6) 2015 procedure: the inferior vena cava (ivc) diameter at the intended filter location was 22.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter/ (lot # e3328973) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter leg(s) appearing outside the column of contrast after filter placement. Venacavagram indicated no filter tilt. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter placement site was the infrarenal, and the ivc diameter at the filter location was 22.0. There was no evidence of deformation, filter migration, extravasation of contrast or filter leg(s) outside column of contrast after placement. The angle of tilt in ap view was 0.7 degrees. Analysis of the post-procedure x-ray used images from the venagram to provide the information for the angle of filter tilt; 2.8 degrees in the ap view and 10.2 degrees in the oblique view. There was no evidence of filter fracture, deformation, or migration. On (B)(6) 2015 (156 days post-procedure), the pre-retrieval x-ray was performed. There was no evidence of filter fracture, embolization, or migration. There was <6 degrees filter tilt. Analysis of the pre-retrieval x-ray revealed no evidence of filter fracture, deformation, or embolization. There was evidence of filter migration (previous reported) and filter tilt of 12.0 degrees in ap view and 25.8 degrees in lat view. Patient outcome: on (B)(6) 2015 (156 days post-procedure) the filter was no longer clinically needed and was successfully retrieved. On (B)(6) 2015 (189 days post-procedure), the patient completed the final study contact and was exited the study.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: a celect-pt filter was placed in an infrarenal location with insignificant tilt and with no evidence of immediate perforation. However, 128 days later all 12 primary and secondary legs demonstrate grade 1 interactions with the wall of the ivc, indicating tenting and not perforation. There is still no significant tilt on the coronal reformats, however, on the sagittal reformats there is borderline significant anterior tilt measuring approx. 14 deg relative to the center line of the ivc. Relative to the anterior vertebral bodies the tilt measures approx. 25 deg, the difference of which is attributed to the course of the ivc relative to the anterior margins of the vertebral bodies. The insignificant tilt during the filter placement may have slightly increased and caused the tenting, but the filter was retrieved without difficulty and follow-up venogram demonstrated no ivc complication. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Additional information received 12jan2017: on (B)(6) 2015 (128 days post-procedure), the patient underwent a CT scan with a diagnosis of renal calculi and acute complicated cystitis. Analysis of the CT scan revealed 12 filter legs with grade 1 interaction with the ivc. There was no filter fracture, deformation, embolization, or migration. Filter tilt in sagittal plane was 11.1 degrees and 6 degrees in the coronal plane.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-uni-celect-pt. Summary of investigational findings: the filter was retrieved approx. 5 months after placement and the plain x-rays obtained on day of ivc filter retrieval demonstrate increased anterior angulation when compared to placement venogram, increasing from approximately 11 grade to 29 grade. However, on the venogram from same day, the ivc filter appears to be in near identical position when compared to the placement venogram. Both the placement venogram as well as the retrieval venogram appear to be obtained during a breath hold, likely during end expiration resulting in elongation of the ivc as the diaphragm moves more cranially during expiration. When comparing the venograms, there was no significant change in cranial caudal location or significant change in right to left angulation, indicating the perceived change in position was an artifact. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2015 procedure: the inferior vena cava (ivc) diameter at the intended filter location was 22.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter/ (lot # e3328973) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter leg(s) appearing outside the column of contrast after filter placement. Venacavagram indicated no filter tilt. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter placement site was the infrarenal, and the ivc diameter at the filter location was 22.0. There was no evidence of deformation, filter migration, extravasation of contrast or filter leg(s) outside column of contrast after placement. The angle of tilt in ap view was 0.7 degrees. Analysis of the post-procedure x-ray used images from the venagram to provide the information for the angle of filter tilt; 2.8 degrees in the ap view and 10.2 degrees in the oblique view. There was no evidence of filter fracture, deformation, or migration. On (B)(6) 2015 (156 days post-procedure), the pre-retrieval x-ray was performed. There was no evidence of filter fracture, embolization, or migration. There was <6 degrees filter tilt. Analysis of the pre-retrieval x-ray revealed no evidence of filter fracture, deformation, or embolization. There was evidence of filter migration (previous reported) and filter tilt of 12.0 degrees in ap view and 25.8 degrees in lat view. Patient outcome: on (B)(6) 2015 (156 days post-procedure), the filter was no longer clinically needed and was successfully retrieved. On (B)(6) 2015 (189 days post-procedure), the patient completed the final study contact and was exited the study.